Event description:
It was reported that the patient is no longer able to hear with her device. The local audiologist carried out testing, which showed 10 channels with status "hi", indicating that the device has malfunctioned. No ground path impedance could be measured. No report of any head trauma or report of infection at the implant site.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.